Manufacturer narrative:
Additional information was received that the patient's infection did not completely cleared up.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician is going to put in a peripherally inserted central catheter (PICC) line for the patient's antibiotic therapy.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient¿s reported infection was cleared but upon follow-up the infection recurred. Antibiotic was prescribed. The physician recommended explant of the device but the patient refused.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the infection had not cleared up with the treatment. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient was being treated with keflex. The physician said that the patient will be placed on antibiotic treatment for six weeks.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom included pus draining from the incision site. Intravenous antibiotics was administered and oral antibiotics was prescribed. The physician does not believe the infection was device related but related to the procedure. The patient was doing well.